Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 2021-05-21. H6: investigation summary: one sample was provided to our quality team for investigation. Upon visual inspection, the latch mechanism was observed to be bent. A review of lot 2004106 was performed, all samples were 100% inspected for product function and no deviations were identified during the manufacturing of this lot that could contribute to the reported failure. Twenty five samples of lot 2004106 were used for additional evaluation, all product was inspected and no samples was observed to have a bent locking mechanism. Based on our quality team's investigation, it likely the latch bent due to force applied to the device while in the incorrect position. Complaints received for this defect and device will continue to be monitored by our quality team for signs of emerging trends. H3 other text : see h10.

Event description:
It was reported that while using bd phaseal¿ optima infusion clamp m25-o the clamps are not snapping closed. This occurred with 10 clamps. There was no report of patient impact. The following information was provided by the initial reporter: it was reported that many of the infusion clamps are not snapping close.

Manufacturer narrative:
For OEM manufacturing sites: (B)(4). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that while using bd phaseal¿ optima infusion clamp m25-o the clamps are not snapping closed. This occurred with 10 clamps. There was no report of patient impact. The following information was provided by the initial reporter: it was reported that many of the infusion clamps are not snapping close.